Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient developed an infusion site infection and sought urgent care on (B)(6) 2026. The patient was treated with doxycycline and a topical antibiotic cream. No further information is available.